Event description:
It was reported the patient needed to have their device removed because it was not working and because the patient needed to have an MRI. It was noted the device stopped working for the patient a year prior to report and they needed it taken out in case their breast cancer came back and they would need to do an MRI. The patient stated it stopped working and ¿it was the batteries or something.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. It was noted that the device no longer worked and the patient had an appointment on (B)(6) 2014 for outpatient surgery to remove the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v065679, implanted: (B)(4) 2007, product type: lead. (B)(4)